Event description:
Customer reported that he was having problems with his insulin pump, it was over delivering. Customer stated that his blood glucose was over 400 mg/dl, changed the reservoir and later the blood glucose was 131 mg/dl, the reservoir was empty and with air bubbles in it. Troubleshoot was performed and the customer was able to push air bubble out of reservoir with the plunger and assisted customer programming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is one of two medwatch reports regarding this event. Please see medwatch # 3004209178-2015-91592.